Event description:
When p.e.e.p. Is applied to the circuit, a continuous flow is noted at the exhalation valve. This creates erroneous volumes and auto cycling in simu mode when p.s. And peep are used.